Event description:
Pt's spouse reported to onxlti that the pt suffered from endocarditis, resulting in valve coming loose. This is an expected adverse event for a heart valve pt. Per (B)(4) guidelines, endocarditis is defined to be valve-related and therefore must be reported. No other details were provided by the complainant. She has maintained an on-line blog which was found and some additional information was gleaned from that source. Apparently (gleaned from the blog), the pt had a re-op in (B)(6) 2013, no details on what was done with the valve.